Event description:
Reporter indicated that vns pt passed away. The pt died at their residence. An autopsy was performed. The death certificate listed the immediate cause of death as drowning. Other significant conditions was listed as seizure disorder. The manner of death was listed as accident. It was reported that the pt drowned while in a bathtub filled with water during a seizure. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomlies that would adversely effect performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.